Event description:
It was reported that the handpiece overheated during a procedure. The procedure was completed with this device. There were no allegations of adverse consequences associated with this event.